Event description:
It was reported that the patient suffered from infection due to a dialysis catheter port. The leads were also infected due to endocarditis. The system was explanted. The patient was stable during and post procedure.